Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the cutter. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The aortic plug was present, but only about half of it. The device was bloody. Based upon the rec'd condition of the device, the reported complaint "aortic cutter did not completely penetrate through the intima layer of the aorta" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, 3.8mm heartstring cutter was used to create an arteriotomy followed by the deployment of a heartstring seal. The seal was deployed, but did not adequately seal the arteriotomy and blood was still excessively coming out around the seal. This seal was removed and a second seal opened and deployed. When the second seal was deployed, the same lack of temporary hemostasis occurred. This seal was subsequently removed and a side biter clamp applied. Upon review of the arteriotomy it was discovered that the hs aortic cutter did not completely penetrate through the intima layer of the aorta and the hs seal was not able to properly be inserted. The arteriotomy was repaired and another site was selected for the graft anastomosis. Another hs was used without issue. The hospital did not report any further pt effects. The product was returned.